Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced low blood glucose and was treated with glucose tablets, glucose syrup, peanut butter, crackers, and sweet apple sauce with cinnamon event on 23-feb-2026. No further information available.